Manufacturer narrative:
Additional narrative: patient's medical records were received. Records indicate the patient was revised to address pain. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised for femoral component loosening. The component was loose at the cement/implant interface. The cement was well fixed to the distal femur. Depuy cement was used so the cement and femoral component are being reported.

Manufacturer narrative:
The devices associated with this report were not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were provided. Review of the supplied investigational inputs confirmed loosening of the femoral component. A complaint database search finds no additional related reports against the provided product and lot combinations. The investigation could not draw any conclusions about the root cause of the device loosening based on the available information. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.